Event description:
Initial reporter indicated the pt had "full revision surgery" and postoperatively experienced "an instance of asystole and the vns had to be programmed off. She said that they only had one episode of asystole and the vns was disable, did not think any meds were given for it but was not sure. The pt came out of it spontaneously." The event of "full revision surgery" was reported on medwatch #16444487-2007-01713. Good faith attempts are being made to obtain additional information.